Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an inspection the product was found to be broken. Attempts have been made and no further information has been provided. No patient involvement.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6). Complaint sample was evaluated and the reported event was confirmed. The instrument was returned and evaluated against the complaint. Visual inspection confirmed the strike plate to be fractured from the handle body. Impact marks were observed on all sides of the handle body and strike plate. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.